Event description:
It was reported that during the implant procedure the physician noted a bump under the insulation of the right ventricular lead. The lead was extracted and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.